Event description:
It was reported that this left ventricular lead exhibited low out of range pacing impedance measurements and loss of capture. No changes have been performed. This lead remain in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).